Manufacturer narrative:
(B)(4). The device was not returned. This report will be update following analysis if the device is returned or if further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing. An inappropriate untreated episode was stored, however no inappropriate shocks were observed. A revision procedure was performed and it was noted the sutures had broken which caused the device to migrate. The device was explanted and successfully replaced. No additional adverse patient effects were reported.